Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they called on (B)(6) 2017 due to getting an elective replacement indicator (eri), but no previous record was found. The patient stated that their implantable neurostimulator (ins) stopped charging 3-4 days prior to the report. The patient also mentioned that 4-5 days prior to the report, they experienced pain down their right leg and into their side and lower back. They noted they have been treated for the flu. The patient stated they feel weighted down on the side of their implant. The patient is working on getting a new healthcare provider, as they currently do not have one. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.